Event description:
It ws reported that during a gastric bypass procedure, there was a steady tone with test tip. The handpiece was changed. There was no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acousitic isolater were found in the instrument.